Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that during a seizure the customer threw away the insulin pump. The customer also reported having fluctuating low and high blood glucose levels. The customer's blood glucose level was 59 mg/dl at the time of incident, but was 600 mg/dl during the call. The customer treated the low with (B)(6). The customer did not treat for the high reading. The customer was unable to troubleshoot due to throwing away the insulin pump. The customer was sent a replacement insulin pump. Nothing could be returned for analysis.